Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report was undetermined. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. This issue is being investigated through CAPA.

Event description:
The patient contacted baxter's technical service center regarding a high drain 103/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) after use. The patient received the alarm at the end of therapy. The technical service representative (tsr) has the patient review the log and the total ultrafiltration (uf) equaled 2683ml. The cycle 4 uf equaled 606ml, the cycle 3 uf equaled 2222ml, the cycle 2 uf equaled 139ml, and the cycle 1 uf equaled -6ml. The patient usually gets about a 1500ml uf. The patient reported last night they used 4.25% dextrose solution bags. The tsr assisted the patient with clearing the alarm and referred the patient to their registered nurse (rn). The patient stated they had no problems with therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the patient's registered nurse (rn) on (B)(6) 2012, regarding the reported high drain 103/call pd nurse alarm. The rn stated she was not made aware of the alarm. Product surveillance explained the alarms meaning to the rn. The rn stated she has spoken to the patient since then and everything was fine. There was no patient injury or medical intervention reported. No allegations were made against any of the patient's dialysis products. No further information was available.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.